Event description:
It was reported that there were high thresholds and low sensing values observed in the right ventricular lead. It was also reported that during the lead repositioning procedure, the helix would not re-extend during an attempt to reposition the lead. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the exposed superior vena cava (svc) conductor coil was fractured from flex. It was noted that the distal conductor was distorted from over-rotation, the distal end low voltage electrode was covered in blood, the distal end electrodes were pulled/stretched/overstressed and the helix was bent. Also the outer tubing overlay insulation was breached from melting and the outer tubing overlay insulation had blood ingression.